Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 40 cm proximal to the lead tip. Only the distal fragment of the lead was returned for analysis. The lead fragment was subjected to an extensive analysis.the analysis revealed multiple signs of wear along the lead fragment. In particular in the distal area the insulation was found rubbed through. This finding can be considered as the root cause for the clinical observation. Based on characteristics as well as the location of the damages , it is reasonable to assume that the lead had been subject to mechanical stress in the implanted state. Interaction between the tricuspid valves and the lead body should be taken into consideration. Diagnostic images clarifying this assumption were not available.the deformation of the distal shock coil most likely resulted from the explantation procedure.the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was capped and replaced due to noise which resulted in several episodes marked as vf. The patient had several aborted shocks and on (B)(6) 2015 the patient received 4 shocks due to noise. When the physician was attempting to remove this lead a stylet could not be passed through the tip of the lead and the helix would not retract. This lead was capped and replaced with an OEM device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegms confirmed the presence of artefacts in the rv channels, which led to the detection of vf episodes. No shocks were delivered. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.